Event description:
The green light on the pain button stayed lit, and the button beeped giving the impression that the pain medicine was being delivered when it was not.there was no patient harm. The pump was replaced. Biomed is working with the manufacturer on a number of IV pump issues.